Event description:
It was reported that this device experienced an unexpected shutdown. There was no report of any pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.